Event description:
It was reported that patient underwent total knee arthroplasty in late 2009. Subsequently, patient reported pain and inability to walk. Radiographs taken confirmed the locking bar backed out from the tibial tray. The patient was revised six days later, to remove and replace locking bar.

Event description:
It was reported that patient underwent total knee arthroplasty in 2008. Subsequently, patient reported pain and inability to walk. Radiographs taken confirmed the locking bar backed out from the tibial tray. The patient was revised in 2009, to remove and replace locking bar.

Manufacturer narrative:
Other - examination of returned device found no evidence of product non-conformances.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. This report filed june 26, 2009.